Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection with naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set leaked. This occurred during manual drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.